Manufacturer narrative:
Investigation results: no product or photo was returned by the customer. The customer complaint of flow issues could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Event description:
It was reported that bd alaris pump module smartsite infusion set had flow issues the following information was received by the initial reporter with the following verbatim ¿there have been some increased issues recently with cefepime in a secondary running over 30 min and it beeping occluded. The only intervention that seems to completely fix the problem is replacing the ivf tubing after the medication is done and then the remaining doses seem to run smoothly. The lumen that is infusing flushes great at the hub and below the filter but when trying to flush above there seems to be resistance. Sometimes running it at a slower rate, it will infuse okay but there is not always time/line space to do so.¿

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.